Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010 the patient reported posterior neck pain.

Event description:
It was reported that on ae#1 primary diagnosis: pain postoperative; relatedness: surgical procedure associated, severity: mild. Ae#2 primarydiagnosis: dysuria, relatedness: surgical procedure associated, severity: mild. Ae#3 primary diagnosis: urinary urgency, frequency. Relatedness: surgical procedure associated, severity: mild. Ae#4 primary diagnosis: incisional swelling. Relatedness: surgical procedure associated, severity: mild. Ae#5: relatedness: not related. Ae#6 relatedness: not related, severity: mild, outcome: resolved, resolution date: (B)(6) 2011. Ae#7: relatedness: not related. Ae#8 diagnostic test: plain films, lumbar spine, ap/lateral views w/ flexion <(>&<)>amp; extension, diagnostic date: (B)(6) 2012, results: abnormal, degenerative disc disease, l-2,3,4;l-5 anterolisthesis; facet arthropathy diagnostic test: MRI, lumbar spine, w/o contrast, diagnostic date: (B)(6) 2011, results: abnormal, degenerative disc disease, l-2,3,4; focal disc extrusion, right l-2 relatedness: not related medication name: fentanyl, injection date: (B)(6) 2012, injection levels: other: l4-5, details: tolerated w/o adversity medication name: depomedrol, injection date: (B)(6) 2012, injection levels: other: l4-5, details: tolerated w/o adversity severity: moderate outcome: unknown. Ae#9 event occurrence: (B)(6) 2010 primary diagnosis: urinary frequency; other actions: no other actions; relatedness: surgical procedure associated, severity: mild, outcome: resolved, resolution date: (B)(6) 2010.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported (in a clinical study) that on (B)(6) 2010, patient underwent anterior cervical discectomy and fusion where rhbmp-2 was implanted in the patient at levels: c4-c5, c5-c6. Pre-op diagnosis: acdf for treatment of degenerative disc disease (ddd). Procedure: anterior cervical discectomy and fusion (acdf)- extra pharyngeal anterolateral approach. Post-operative, following adverse events were reported. Adverse event: event occurrence: on (B)(6) 2011. Primary diagnosis: low back pain (occasional). Other actions: physician adopted "wait and see" policy for now; advised patient to return to office as needed adverse event: event occurrence: (B)(6) 2012. Primary diagnosis: worsening low back pain. Other actions: physical therapy,referral to specialist, specify: interventional neurologist for lumbar epidural block w/depomedrol, other, specify: continue over-the-counter nonsteroidal anti-inflammatory medications; return to office as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.